Manufacturer narrative:
Reported event: an event regarding alleged instability, involving an unknown implant ceramic head was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as product was not received. Clinician review: no medical records were received for review with a clinical consultant. Product history review: not performed as device is not identified properly. Complaint history review: not performed as device is not identified properly. Conclusions: an event regarding alleged instability, involving an unknown implant ceramic head was reported. The event was not confirmed. The exact cause of the event could not be determined because product is not properly identified and no further investigation for this event is possible at this time as no devices was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to instability. Surgeon also reported a limb length discrepancy (right approximately 2mm longer than the left) and stem malposition. The stem, head, and liner were revised to a competitor stem and head, adm/ mdm poly insert, and mdm metal liner. Rep confirmed that no further information will be released by the hospital or surgeon.